Event description:
It was reported that the customer has been having insulin leaked out of the reservoir and air bubbles in the reservoir. Customer received a shipment of new reservoirs. Customer inserted one of the new reservoirs into the insulin pump on the afternoon before and changed the infusion set the next day as noticed the reservoir already had air bubbles in it. Customer removed the reservoir and stated that there was a small amount of insulin in the reservoir compartment. High pressure test performed and no delivery alarm noted at 2.9 insulin units. Customer is concerned about the insulin pump not functioning properly and requested a loaner device to test if issue continues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.